Event description:
Caller reported a cgm error and sought assistance for the issue. There was no reported adverse impact to the customer's blood glucose level as mentioned in the details. Customer was guided through a pump reset by technical support, which resolved the issue as the pump did not display the error code again, allowing the caller to successfully start their sensor session.